Event description:
It was reported that a patient with an unknown model surgical valve is being evaluated for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (impact code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported and learned through medical records that a patient with a 21mm edward's ce perimount aortic surgical valve underwent a valve-in-valve procedure after approximately sixteen(16) years and eight(8) months due to aortic stenosis and patient prosthetic mismatch. The patient presented with shortness of breath, nyha 111. The procedure was completed with a 20mm 9755rsl transcatheter valve. The patient was stable in recovery post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (clinical code, device code, type of investigation). The device history record (DHR) could not be reviewed, as the device serial number was not provided.

Event description:
It was reported that a patient with an unknown edward's surgical valve is being evaluated for a valve-in-valve procedure after an unknown implant duration due to patient prosthetic mismatch. The patient presented with shortness of breath. The procedure has not been scheduled yet.